Manufacturer narrative:
Upon review, the right ventricular lead in 2017865-2025-64882 should not have been submitted on 28 may 2025 as a medical device report (MDR), as the event did not indicate a malfunction and did not cause a serious event.

Event description:
New information received noted the lead was opened in error and was not used.

Event description:
It was reported that the patient presented in clinic for initial right ventricular (rv) lead implant procedure. The rv lead was unable to be implanted. Further information was requested and not received.